Event description:
Consumer complained blood result reading of "hi". She states that she does not feel well. She states received a hi result with her meter. It was advised that the customer seek medical attention immediately. Customer was contacted (B)(6) 2015, customer stated she sought assistance from her nurse who provided medical advice. The customer states after 20 minutes, her glucose did reduce and confirms that by bedtime her glucose was back to her expected result. Customer declined replacement.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: test strip issue.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).